Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the site experienced a non-recoverable error 319 on the patient side cart (psc). Prior to contacting tse, the site power cycled the system, but the issue persisted. Tse had site perform hard reboot with no change. Site performed another reboot with no change. Site did not have a back up system available and the boom was not in a useable position. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: contact person reported the patient cart was faulting (non-recoverable) while the robot was in drive, and boom would disable, when the team hard restarted the patient cart per dv stats request it would send the same fault, when the robot was switched into manual gear, the fault would not arise. Carmo our rep was in the room the day the faults were happening and speaking with dv stat. Our field engineer did get the issue fixed the following monday.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.